Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope ds access & delivery catheter was used in the common bile duct during endoscopic retrograde cholangiopancreatography with spyglass procedure performed on (B)(6) 2017. According to the complainant, during the procedure, it was noticed that the working channel sleeve protruded from the tip of the spyscope ds. Reportedly, no part of the device detached. The procedure was completed with a second spyscope ds. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.